Event description:
A report was rec'd via FDA medwatch medical products reporting program that a male pt with symptoms of severe pain, light sensitivity, redness, and discharge was diagnosed with a corneal ulcer while using renu with moistureloc multi-purpose soltuion. The pt was given unspecified medication and continues to have some scarring. The pt's mom declinded to provided add'l info.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungual keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.